Event description:
It was reported that the nurse call bell alarm cord with open wires caught in the mechanism of the bed which allegedly caused a small spark at the wall outlet when the bed was unplugged. The room allegedly smelled of smoke. There were no adverse consequences.

Manufacturer narrative:
During the investigation of this event, the manufacturer has contacted the user facility multiple times. The user facility is unable to produce the product involved in the event. As a result, the product could not be evaluated by the manufacturer. If additional info is gathered and is found to be pertinent, a follow up will be filed.